Event description:
It was reported the device was in use with patient for ventilation. The reporter stated the device stopped ventilating during transport with portable gas source. Ventilation was continued when the ventilator was connected to gas source on wall. No adverse effects reported.

Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac complaint of stopped ventilating on patient during transport was not confirmed during extensive testing. The sme described device passed lock-off leak test. With 60 psi air applied to gas input, device consistently delivers to test lung. With 15 cmh20 back pressure applied, the cycle indicator consistently flashes. Physical condition revealed knob damaged along with front panel warped near oxygen indicator and screws that hold the oxygen indicator in place where loose in the enclosure. Action was aimed at preventative measures. Demand and osculator detectors were replaced.